Event description:
The rubber part in the blue clave of a 'primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch' got stuck, the nurse wasn't able to back prime and then normal saline spilled out from the blue clave during a patient's infusion. This occurred when secondary tubing was unattached; the small rubber part in blue clave popped out as well. There was no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.